Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the intensity was turning up all by itself. The issue started about a week ago. The patient reported they leaned over to the right to straighten out the pillows on their bed and it started zapping. The intensity was set at 1.0 but it jumped to 1.6 on its own. The controller was displaying that the patient was laying on their right side but patient was standing leaning over to the right. The patient reported now the intensity starting going up by itself on all settings. Reviewed the patient needed to adjust and wait for 5 min for the device to remember the intensity. The patient said they left the same settings for days and weeks. The patient said when laying on the back they might adjust it depending how much they hurt. But all settings jump up all by themselves. The patient said they did not change groups. The patient was on group a. They did not use group b because it didnot do anything for them, the patient used group b only for a little bit after implanted. The patient said they turned off their "controller" because they were ' scarred' when the intensity turned itself up and were afraid they won't be able to turn intensity down. Reviewed patient needed to adjust their adaptive stim (as) or turn as off. Walked patient through using the controller. Controller showed the as was turned on. Reviewed how to turn as off. The patient turned as off. Troubleshooting resolved the reported issue.